Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction bolus via pump, and did not require assistance from a third-party. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.